Event description:
The u.s. Distributor, fukuda denshi america corp., reported that a pt died while connected to a fukuda denshi telemetry system. The report said that a signal from another transmitter overpowered the signal from the pt's transmitter and was rec'd and displayed at the central station. The signal detected and displayed was interpreted as "normal". No alarms were sounded.